Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024 it was reported, by a sales representative via (B)(4), that an ar-9621-35t 35mm tap broke. This occurred during a case on (B)(6) 2024. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9621-35t, 35 mm tap, batch: 022420, was received for investigation. Upon visual inspection, it was noted that the tip of the cutting flute was broken off. No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; and prying/leveraging the device during insertion.